Manufacturer narrative:
(B)(4). A system error (se) 2367 is a power failure error that discontinues the present therapy and is due to a possible air in line. Evaluation of the returned, involved homechoice device found that a system error 2240 (air in set) occurred on (B)(6) 2014 at 13:09:25, one minute prior to the system error 2367 occurring. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2367 (air in set) alarm occurred during the initial drain on the home choice (hc). No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4).an alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.